Manufacturer narrative:
(B)(4) refers to forward-firing of the side-firing surgical fiber.

Event description:
It was reported that the side-firing fiber was noticed to have commenced forward firing at 105, 559 joules during a prostate procedure. Also, it was noticed that the fiber life function activated, which would modulate the output, decreasing tissue vaporization efficiency and or send the system to standby mode. No pt or end user injury was reported.